Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 at 3 pm with blood glucose was 540 mg/dl. The current blood glucose is 288 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The customer reported that there was crack on insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. Device received with partially broken off piece at the reservoir tube lip and battery tube threads. Device received with missing reservoir tube lip o-ring. The p-cap / reservoir locked properly during testing.